Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2022 and experienced low blood glucose level. Customer's high blood glucose value was 300 mg/dl and low blood glucose was 36 to 38 mg/dl at the time of the incident. Another blood glucose level was 314 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as headache. The customer was treated with other insulin shot. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that there vision was affected. The customer will continue to use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.